Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2010. During the procedure, the tip of the needle broke. The needle pieces were removed from the patient during the same procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Results: the actual needle shows a fracture at the needle point. During visual inspection under a light-microscope, several marks of instrument were found directly at the break point, which indicates that the needle was handled there. The breakpoint shows no material or manufacturing defects. Conclusion: the device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point." In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.